Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seized, then broke free and was getting very hot. It was also noted that the internal components were corroded and the set screw was bent. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning methods and improper handling of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw attachment device would not oscillate. During an in-house engineering evaluation it was observed that the device seized, then broke free and was getting very hot. It was also noted that the internal components were corroded and the set screw was bent. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.